Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022 with blood glucose of 529 mg/dl. The customer did experienced the symptoms such as nausea, vomiting, abdominal pain, difficulty breathing. The customer was treated with insulin drip. The customer report did not allege under delivery on insulin pump. Customer also reported insulin flow block alert. No further complications were reported. The insulin pump will not be returned for analysis.